Event description:
It was reported that patient underwent a left hip revision approximately 1.5 years post implantation due to the cup coming loose and pushing superior in to the pelvis. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received noting the migration and loosening of the cup component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is being considered for a left hip revision after an unknown amount of time post implantation due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.